Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported difficulty retracting the foot could not be confirmed as the foot was successfully retracted during device analysis. The reported difficulty retracting the plunger was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty retracting the foot and plunger appears to be related the suture snagging with the suture loop during plunger retraction. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, the plunger of the proglide device was unable to be removed. There was difficulty collapsing the foot plate but was ultimately successful. The proglide device was withdrawn. No tissue damage was noted. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.